Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an inguinal hernia. It was reported that after the implant, the patient experienced chronic pain, inflammation, swelling, bowel obstruction, gastrointestinal malfunction, defective mesh, loss of enjoyment of life, and the ability to participate in usual activities, and hernia recurrence. Post-operative patient treatment included revision surgery, hospitalization, diagnostic imaging, serum testing, antibiotics, analgesics, physiotherapy, rehabilitation, medication, therapy, and rest.